Event description:
It was reported that during an unknown procedure, the jaws did not open during use. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 10/26/2023. D4: batch # 467c33. Additional information was requested, and the following was obtained: was the device locked on tissue with the jaws closed? I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted in ecm note. If yes, how was the device removed? What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted in ecm note. Did the jaws eventually open? I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted in ecm note. Please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu). Certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted in ecm note. Investigation summary   the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one pcee60a device was returned with no apparent damage and with no reload present. The device was returned with a non-working firing mechanism. No further functional test could be performed due to the condition of the device. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling,  the pcb board was noted to be non-functional.  As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch as part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The device opened and closed without any difficulties noted. No conclusion could be reached as to what may have caused the pcb board to be damaged. A manufacturing record evaluation was performed for the finished device batch number 467c33, and no non-conformance's were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.